Event description:
Left saline shell deflation. A 44 yr old white g1p1 female status post bilateral mastectomies for fibrocystic disease (history of lt benign biopsy 1977). Family history positive for breast cancer in postmenopausal mother and premenopausal sister. 7/9/88 replicon 500cc for reconstruction subcutaneously, "na graphs". The right extruded & pt had a right partial capsulectomy w/placement of dow corning expanders 9/14/88. On 12/30/88 she had a right capsulectomy & replacement w/submuscular 400:75cc surgitek bilumen. Contractures occurred on 11/10/89 & she had bilateral capsulectomies & replacement w/365:150cc. Surgitek bilumens submuscularly. The pt complained of continued deformity, migration of left, with increased local problems as well as systemic problems including: arthragias, myalgias, paresthesias, sweats, neurocognitive problems, raynaud's etc...healthy, exam negative, left "tos" surgery 1977. Physical exam positive for bilateral low implants, right smaller w/poor "project". Bilaterally. Surgery 3-21-93 showed positive lt saline shell deflated, minimum bleed, and positive for moderate "histo".